Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 04sept2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer observed that the ventilator passed the initial extended self-test, but discovered that the exhalation flow reading on the hardware screen was below specifications. The field service engineer therefore replaced the exhalation flow sensor to address and correct the reported condition. The unit afterwards passed the extended self-test and the required performance specification testing. The exhalation flow sensor was return for analysis. An investigation was performed and the exhalation flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator in which the heated filter test failed. There was no patient involvement.